Manufacturer narrative:
H3 other text: device evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. It was alleged that the device was noisy and device lid will not stay shut. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The allegation of device was noisy and device lid will not stay shut was not confirmed and the unit was scrapped.